Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 130609(284030), 211237(652990), 110029824(967220). Associated product information, part (lot): 00840001511(63164575), 00840009000(64759526), 00840009500(64737340). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial elbow procedure. Subsequently, the patient was being considered for a revision. It was reported that no further information is available.